Event description:
It was reported that the patient was not able to get more than two coupling bars while recharging, following the device implant. The manufacturer representative was to attempt adjusting the placement of the recharger in order to obtain better coupling. It was later reported that the patient had surgery to make the battery a little more superficial. The patient was "fine" following the procedure. No further details, patient symptoms or outcome were provided at the time of this report.

Manufacturer narrative:
(B)(4).